Event description:
Related manufacturer reference number: 2017865-2021-30685. It was reported that the implantable cardioverter-defibrillator (ICD) exhibited a failure to interrogate. It was noted that multiple programmers were used. The ICD was explanted and replaced. During the procedure, it was observed that the ICD and the capped right ventricular (rv) lead exhibited burn marks due to the capped rv lead shorting. The capped rv lead was cut and re-capped on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to communicate was confirmed. Visual analysis indicated the failure to communicate is due to a breach in the can resulting from arcing due to lead abrasion.